Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented for routine follow up showing low, out of range, lead impedance measurements and lead noise. Lead was explanted. Patient was in good condition post-procedure.